Event description:
IV placement. Pt's left brachial vein was targeted for midline insertion. No complications during insertion of line. Immediately after, the patient straightened his arm and started yelling "it's hurting, take it out now!". While using gentle pulling to discontinue the midline catheter, the midline catheter broke in half. The catheter was not intact and a portion of the cannula was still under pt's skin unable to be retrieved. Required surgical removal.